Manufacturer narrative:
Follow up on (B)(4) 2014 indicated that customer administered a syringe bolus which lowered blood glucose level. Additionally, customer changed the cartridge and infusion set and stated "everything has been fine since". The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, customer's blood glucose level was impacted.